Event description:
The home pt reported one incident of a dry minicap. The home pt stated that nothing unusual was noted with the package and the minicaps are stored in the house in a file cabinet. The home pt discarded the minicap without using it. No pt injury or medical intervention reported to be associated with this incident.